Event description:
Customer reported device = 270 mg/dl at 9:03 pm. Customer's spouse gave patient their normal insulin and 4 additional units. At 6:00 am, customer passed out. 911 was called and paramedics device = 21 mg/dl. Customer was treated with oxygen and sugar before being transported to the hospital. Customer remains in the hospital and most recent glucose was stable at 108 mg/dl. A request was made for return product and replacement product was sent.